Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. H10 additional narrative: added: g3.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Asr revision due to take place on (B)(6) 2012. Asr hip resurfacing system - left reason(s) for revision: pain." Update ad 18 aug 2020: dint 20867 has been re-opened under (B)(4) due to claimsuite alerts received. There were no new allegations reported. Added manufacturing date, UDI, associated contact and concomitant products. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).